Manufacturer narrative:
This report was initially submitted following notification that a customer in (B)(6) contacted biomérieux to report a false susceptible oxacillin result for staphylococcus aureus in association with the vitek® 2 ast-p631 test kit. Cefoxitin screen test (oxsf) was false negative. The customer submitted two (2) staphylococcus aureus strains (s1 and s2). Investigational testing was performed using the submitted strains. Vitek® 2 gp ID: confirmed identifications to staphylococcus aureus. Vitek® 2 ast-p631 (customer lot and random lot): s1 (customer lot and random lot) - oxacillin mic <= 0.25 mg/l (susceptible), cefoxitin screen negative. S2 (customer lot and random lot) - oxacillin mic <= 0.25 mg/l (susceptible), cefoxitin screen negative. Category agreement to the oxacillin reference method (agar dilution) for both strains (see below). Cefoxitin screen does not correlate with kirby-bauer disc diffusion method. Agar dilution (ad) method used for vitek® 2 oxacillin development (formulation ox101n) on ast-p631 card: s1 - oxacillin mic = 2 mg/l (susceptible). S2 - oxacillin mic = 0.5 mg/l (susceptible). Kirby-bauer cefoxitin (fox kb), reference method used for vitek® 2 cefoxitin screen test development: s1 d = 16 mm (resistant), with presence of micro-colonies in the inhibition zone. S2 d = contact (resistant), with presence of micro-colonies in the inhibition zone. Pcr meca/mecc: pcr meca (B)(6) with both strains (s1 and s2): (B)(6) confirmed. Vitek® 2 and agar dilution (ad) testing were also performed on colonies growing within the kirby-bauer disc diffusion inhibition zone. Agar dilution - oxacillin mic = 32 mg/l (resistant) vitek® 2 - oxacillin mic => 4 mg/l (resistant), cefoxitin screen positive vitek® 2 oxacillin results are within essential agreement with the reference values. Oxsf positive test correlates to the resistant result obtained via disc diffusion. Vitek® 2 detected (B)(6) for the colonies growing within the kirby-bauer disc diffusion inhibition zone. Based on the investigation results, the strains show heterogeneous resistance leading to late growth in the vitek® 2 oxsf reaction well. Device not returned to manufacturer.

Event description:
A customer in (B)(6) reported the occurrence of false susceptible oxacillin results, with false negative cefoxitin screen, for staphylococcus aureus in association with the vitek® 2 ast-p631 test kit. Repeat test provided the same results. Testing via cefoxitin disc diffusion method obtained a result of "positive". Plp2+ via alere test provided a positive result. The customer stated the discrepant vitek® 2 ast-p631 results were reported to the treating physician. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. Culture submittal has been requested by biomérieux for internal investigation. Biomérieux investigation has been initiated.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in france reported the occurrence of false susceptible oxacillin results, with false negative cefoxitin screen, for staphylococcus aureus in association with the vitek® 2 ast-p631 test kit. Repeat test provided the same results. Testing via cefoxitin disc diffusion method obtained a result of "positive". Plp2+ via alere test provided a positive result. The customer stated the discrepant vitek® 2 ast-p631 results were reported to the treating physician. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. Culture submittal has been requested by biomérieux for internal investigation. Biomérieux investigation has been initiated.